Event description:
It was reported that the finger sensor cable covering was separating from the plug and exposing some wiring. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the out-shell cable damage. The reported complaint was verified after visual inspection; the returned 3044s adult finger sensor and the outer shell of the sensor probe cable was torn exposing the inner wires. The complaint was verified. The root cause was traced to the customer/user interface. Investigation concluded the failure was user damage and the item is a purchased finished good (pfg); therefore, the device history record would be at the supplier. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.